Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Since the device was not returned to verathon, the cause of the failure could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the smart cable appeared to be shorting out. The customer reported that when the smart cable was moved, the image would go in and out. The customer's biomed was able to isolate the issue to the spectrum smart cable. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.